Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels reaching 525 mg/dl. The pod was won between 36 and 48 hours. Symptoms reported include dizziness and disruptiveness at the hospital the patient was treated with intravenous fluids and insulin shots. The pod was removed at the hospital and the patient was released the following day.